Manufacturer narrative:
Additional information was received, that per the implanting physician, there was no dissection reported. A localized hematoma occurred. Blood pressure medication was administered for the hematoma. Per the physician, the delivery catheter system (dcs) is not the definitive cause of the localized hematoma, it is the most likely cause, but it is unable to be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was attempted to be advance approximately three - four times, but was unable to pass the distal aortic arch. It was reported that after the first attempt to pass, a gap between the nosecone and the capsule flare were observed as a result of tortuous patient anatomy. It was reported on the second attempt there was visible bending in the dcs shaft due to forward advancement and the nosecone was impeded by tortuousity of the aortic arch. Additional attempts to advance the dcs were made with no success. The valve was never attempted to be deployed. The valve and valve system were removed from the patient and the implant was aborted. Post procedure, a computed tomography (CT) and chest x-ray identified a distal aortic arch dissection a few centimeters distal to the origin of the left subclavian artery and a moderately sized left effusion. Mediastinal hemorrhaging was also reported. No surgical repair or procedure were performed for the dissection. Per the physician, the cause of the dissection was from traversing with the dcs. No additional adverse patient effects were reported.